Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system alarm, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted. Motor tested okay. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Bleeding lcd glass noted.

Event description:
It was reported that the customer received a motor error alarm. His/her blood glucose level was not reported. The product was returned. Nothing further to report.